Event description:
No problem during the placing of the catheter. Then the pt came to the dialysis center. During the dialysis procedure, a rupture at the separation of the two ways appeared. No other information provided.